Event description:
It was reported: the pt was revised in 2008. During the revision surgery, the surgeon found the bead coating had peeled off from the spherical shell.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.